Event description:
It was reported that the device displayed an elective replacement indicator (eri) status. The device was schedule for explant and substitution in august/september due to suspected premature battery depletion. Longevity calculation revealed that the expected longevity was 3.5 years. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).